Manufacturer narrative:
H.6. Investigation: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 0045630 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation and packaging processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch for broken tubes. Retention samples from batch 0045630 (100 tubes) were available for inspection. No broken or cracked tubes were observed in 100/100 retention samples. No photos were received to assist with the investigation. No returns were received assist with the investigation. Without photos or returns a complaint cannot be confirmed. This complaint cannot be confirmed. Bd will continue to trend complaints for broken tubes. Bd ships product in temperature-controlled trucks to distribution centers. Distribution centers are provided with shipping and storage guidelines. Mishandling of the product and vibrations during shipping can cause broken tubes.

Event description:
It was reported that while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml a broken tube was observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: "customer observed an empty mgit tube when removing negative tubes from the bactec mgit 960 instrument. No error messages from the instrument. Customer can see that it is some debris under the actual station in the bottom of the drawer."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml a broken tube was observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: "customer observed an empty mgit tube when removing negative tubes from the bactec mgit 960 instrument. No error messages from the instrument. Customer can see that it is some debris under the actual station in the bottom of the drawer."